Manufacturer narrative:
Occupation: initial reporter is synthes sales representative. PMA/510k: device is not distributed in the united states, but is similar to device marketed in the USA. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, the pfna blade locking mechanism did not work properly. No further information was reported. This report is for one (1) pfna blade perf l100 tan this is report 1 of 1 for (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6: part: 04.027.035s, lot: 4l33929, manufacturing site: bettlach, release to warehouse date: april 25, 2019, expiry date: april 01, 2029. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Visual inspection: upon visual inspection of the complaint device, it can be seen that we have received the article in a wide-open condition. In addition, it is clearly visible that the blade was opened too far. Furthermore, the received device shows signs from use (scratches, dent¿s and color fading) all over the part. Additionally one (1) of the four (4) lips is in a damaged and deformed condition, and the hex-recess on the other side is badly worn. Functional test: during investigation, a functional test was performed, the blade passed the functional test. Document/specification review: drawings and revisions are in accordance to device history record (DHR) of production lot 4l33929. All relevant features are defined on the used drawing revisions of DHR of production lot 4l33929. Furthermore, the reported device was assembled according to drawing, and all parts went through a 100% functional test, before they had left the production. Dimensional inspection: as the blade is fully functional, the complaint is unconfirmed and no further investigation will be done, as material and dimension evaluation. Summary: there is no particular information on what's happened to this article by the customer. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. To prevent such problems, it is necessary to operate according to the technique guide. The complaint is unconfirmed, as the complained issue could not be replicated and/or confirmed based on the available information. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.